Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: concomitant medical products: 395cc mentor lumera contour high profile gel implant, catalog #3241251, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female had a 395cc mentor lumera contour high profile gel implant placed and experienced right sided rupture post procedure. The diagnosis was confirmed through mammography. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 5665456 on 5/8/2019, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The device was explanted on (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. 2. Is other serious- uncheck. 2. Is required intervention- check. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received (B)(6) 2020. In addition to the right sided rupture reported initially, left sided baker grade iii capsular contracture was also present. The capsular contracture is being reported under 1645337-2020-01556. When the devices were explanted, bilateral prosthesis replacement with 400cc mentor memorygel breast implants was performed. A review of the manufactured dates was performed on (B)(6) 2020. The implant date of both devices has been updated to 3/3/2006. This is the latest of the two manufactured dates provided, and occurs after the original implant date provided. Additional clarification could not be obtained, so this date is being conservatively used as a date of implant. Manufacturer¿s reference number: (B)(4).